Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient's wound has closed and healed.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01140 ; 3006705815-2020-01141. It was reported the patient's wounds were not healing properly. The physician washed out the lead and ipg incision sites on (B)(6) 2020 and reclosed them. There were no signs of infection.